Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's ((B)(6)) scs system includes an ipg. It was reported the pt's ipg has flipped in the pocket resulting in prolonged recharging time for the device. Surgical intervention will be undertaken at a later date to resolve this issue.